Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/12/2019 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.